Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient alert triggered, and the right ventricular (rv) lead exhibited oversensing, noise, and increased/high impedances. The lead was reprogrammed, and will be replaced. No patient complications have been reported as a result of this event.